Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly coming from the arterial line. A scratch mark was noted on the line where the blood was leaking from. Additional details were provided upon follow-up with the rn. The patient was not feeling well upon arrival for the hd treatment. The patient was experiencing shortness of breath. Approximately 40-45 minutes into the patient¿s treatment, drops of blood were noted below the setup. The blood was observed to be leaking from a puncture mark in the arterial line. There were no machine alarms. However, no alarms were expected as the leak location was prior to the blood pump. There were no noticeable leaks during priming and no changes or disruptions in pressure that could have contributed to the event. The treatment was stopped after the leak was identified, and the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was 20ml. After the event, the patient¿s shortness of breath worsened. The patient was administered 3l of oxygen via nasal cannula. No further intervention was required. The patient was re-setup with new supplies on the same machine to complete the hd treatment. The treatment was completed without further issue. It was not confirmed if the blood leak exacerbated the patient¿s shortness of breath. The patient was stable when discharged from the treatment and sent home. It was confirmed that the combiset bloodlines were available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal and likely causal relationship between hemodialysis treatment utilizing the combiset bloodlines and the patient event of dyspnea requiring the administration of oxygen after a reported blood leak. The combiset bloodlines were reported to have a puncture on the arterial line resulting in the leak. Although the patient was reportedly not feeling well at the start of treatment with symptoms of shortness of breath, the patient¿s symptoms worsened after the reported blood leak. It was not confirmed if the blood leak exacerbated the symptoms, however; the timing of the symptoms worsening after the blood leak is likely related. The patient was able to complete treatment after the administration of oxygen. Based on the available information, it is likely that the reported blood leak, resulting from a puncture in the arterial line of the combiset bloodline, caused or contributed to the patient¿s worsening dyspnea requiring oxygen administration.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly coming from the arterial line. A scratch mark was noted on the line where the blood was leaking from. Additional details were provided upon follow-up with the rn. The patient was not feeling well upon arrival for the hd treatment. The patient was experiencing shortness of breath. Approximately 40-45 minutes into the patient¿s treatment, drops of blood were noted below the setup. The blood was observed to be leaking from a puncture mark in the arterial line. There were no machine alarms. However, no alarms were expected as the leak location was prior to the blood pump. There were no noticeable leaks during priming and no changes or disruptions in pressure that could have contributed to the event. The treatment was stopped after the leak was identified, and the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was 20ml. After the event, the patient¿s shortness of breath worsened. The patient was administered 3l of oxygen via nasal cannula. No further intervention was required. The patient was re-setup with new supplies on the same machine to complete the hd treatment. The treatment was completed without further issue. It was not confirmed if the blood leak exacerbated the patient¿s shortness of breath. The patient was stable when discharged from the treatment and sent home. It was confirmed that the combiset bloodlines were available to be returned for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. As the device was not returned, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.